Event description:
The patient's mother contacted animas alleging that the pump was self rebooting. The patient's mother reported she replaced the pump's battery the day prior. At the time of troubleshooting, the reporter confirmed there was no visible damage to the pump's casing or battery cap. The reporter confirmed the battery cap was secure to the pump and the yellow o-ring was not visible. However, after further review of pump, it was reported that the threads in the battery compartment were stripped. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The reporter had stated that the battery compartment threads were stripped; however investigation revealed that the battery compartment threads were intact. The battery cap was able to fasten securely to the pump with no o-ring visible. The complaint could not be duplicated on investigation.